Event description:
Pt was using novopen 3 (insulin delivery device) and mixtard 30 penfill (dual-acting human insulin) due to insulin-requiring type 2 diabetes mellitus since 1990, developed high blood glucose levels. It was stated that the pen was leaking, and the pt suspected that they have not been receiving the correct amount of insulin. The pt has recovered.